Manufacturer narrative:
Final analysis confirmed the reported premature battery depletion. Analysis found li cluster formation. It is probable that the premature battery depletion was caused by a lithium cluster induced short circuit. Li clusters are a known depletion mechanism for these advisory products that has been investigated and associated with a field action in (B)(6) 2016.

Event description:
It was reported that the patient presented for follow-up in-clinic. Upon review, the implantable cardioverter defibrillator exhibited premature battery depletion. On (B)(4) 2017 the device was explanted and replaced. The patient¿s condition before, during and post procedure was stable.